Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was presented to the emergency room due to pacing failure. A check of the device was performed and out of range pace impedance measurements, high pacing thresholds and loss of capture was noted on the right ventricular (rv) lead. Noise was seen on the right atrial (ra) lead and loss of capture was also noted. The device as reprogramed and insulation damage or a lead fracture was suspected on the rv lead, but not confirmed. A revision was planned. No adverse patient effects were reported. Additional information noted that a revision took place and the rv lead was surgically abandoned, and device were explanted. No additional adverse patient effects were reported.